Event description:
It was reported that the device was unable to be interrogated. ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the report of no communication was confirmed in the laboratory and was found to be due to a depleted battery. All tests that were performed were normal and no sources of high current were found. The battery was sent to the manufacturer and no anomalies were found. The cause of the premature battery depletion could not be determined.